Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection. The implantable cardioverter defibrillator system was removed. The patient had no adverse consequences.

Manufacturer narrative:
Correction: d9 should have been yes.

Manufacturer narrative:
Correction - d9 returned button should be checked, date should have been included as dec 11, 2020 correction - h10 narrative data should have been included the field report of infection was not confirmed. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).